Manufacturer narrative:
Literature ref: doi.org/10.1016//j.avsg.2017.12.004 a2: average age a3: majority sex .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a literature artilce reporting a retrospective review the records of consecutive patients with eligible cfa lesions who were treated with endovascular methods between (B)(6) 2011 and (B)(6) 2013. Ninety patients with cfa lesions were treated, and 76 (84.4%) completed a follow-up..angioplasty was performed in 45 patients, and atherectomy was performed in 31 patients. Atherectomy was performed using the silverhawk/turbohawk directional atherectomy device. Distal protection devices used included spiderfx. Angioplasty was performed using conventional none drug-eluting balloon angioplasty. There was one case of dissections in the atherectomy group, no treatment required. Technical success was 100%. After 4 years, primary patency in patients treated with atherectomy was 87.1%.